Event description:
Caller reported issue with pump¿s touchscreen responsiveness, indicating that the screen was frozen and would not respond to input, preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset as advised by technical support but was still unable to interact with the screen. Customer planned to use multiple daily injections for insulin delivery in the interim and was instructed to return the non-functioning pump in storage mode to tandem within ten days using a pre-paid label.